Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported by the clinic that the patient had an appropriate and successful shock for ventricular tachycardia (vt) and that reprogramming was performed upon visit. The patient was stated to have had long standing persistent atrial fibrillation (afib) but the shock the patient had was underlying sinus rhythm.

Event description:
It was reported by the patient that they experienced an episode during which they were informed that the cardiac resynchronization therapy defibrillator (crt-d) device may have malfunctioned, resulting in a shock, loss of consciousness, and a fall with head impact. The patient was hospitalized and reported ongoing dizziness and stated they were unable to stand and must remain seated or lying down. The patient expressed concern that the device may malfunction again and reported fear of losing consciousness if another shock were to occur. It was further stated by the patient that the device was implanted to help manage atrial fibrillation, which they felt had not been effective. The patient reported a similar episode that occurred in the past and expressed dissatisfaction. The patient reported concern regarding battery longevity. The crt-d remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.